Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to blood glucose levels over 450 mg/dl. Unable to troubleshoot at the time of the call as the insulin pump had already been replaced. The customer stated that her infusion set was removed at the hospital, and the tape was intact, but the cannula had become dislodged. The customer stated that she was doing yard work that day, and felt that the cannula became dislodged when she picked up a heavy bag of mulch. Nothing further was reported.